Manufacturer narrative:
Product ID: 3889-33, lot# v941208, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a return of symptoms. The reporter stated they could not drink 0.5 ounces of water and they did not make it to the bathroom at all. It was note the patient was getting tired of going to their healthcare professional¿s (hcp) to get readjusted. It was noted the patient was on program 4 at 2.10 v. It was further noted the patient¿s trial and the implantable neurostimulator (ins) were successful. It was noted the patient had a car accident on (B)(6) 2012 and later saw their hcp who did not see anything wrong with the ins at that time. It was noted the patient had months of physical therapy after the accident because their back hurt. It was further noted that two months ago, the patient noticed their symptoms had returned nonstop and they were constantly going to the bathroom. It was noted the patient turned stimulation up to 2.20v. The patient stated they had ¿unbelievable dryness where I want to rip my vagina out.¿ it was noted the patient was prescribed a lotion, but the vaginal itching was ¿unbelievable.¿ it was further noted the patient had tried several other lotions. The reporter stated they started taking oxybutynin cl ER two months ago. The reporter stated they had a sleeve that crisscrossed and worked fine for 15 years until their accident and the leaking returned. It was noted the patient had fallen a few times, but had their hcp checked the ins and the ins was ok. It was further noted the patient had an appointment with their hcp in a month and a half. Additional information received reported the patient¿s therapy had not been working for the past two months. It was noted the patient sometimes could feel stimulation and sometimes could not. It was further noted the patient was on program 4 at 2.20v. It was noted the patient thinks they had a bladder infection. The reporter stated they saw their hcp and they were given a cream for the itching. It was noted the patient¿s hcp did not say what it was, but may be a yeast infection. Additional information received reported the patient saw their hcp a few times and was still ¿peeing all the time.¿ the reporter stated that bladder infections were occurring and their hcp gave her a cream to use, but that did nothing. It was noted the patient was using vagisil and that seemed to work. It was further noted the patient was using a generic pill of dexapan lx and their pharmacist told her that the dyes could be causing their bladder infections. It was noted the patient had a bladder sling, beads, and hysterectomy a few years ago. It was further noted the patient turned the ins off and their itching went away. It was noted that stimulation was programmed to 2.3v. Additional information received reported the cause of the event was atrophic vaginitis that was not due to the patient¿s ins. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the implantable neurostimulator (ins) was not programmed right or there was something really wrong. The patient had been getting up 3-4 times a night and was soaking at least 10 times a day. The patient had been to the gynecologist and was told that something was wrong. The patient was currently taking ditropan xl and "nothing was working." It was also stated that the ins "worked great forever", but the patient would get unbelievable infections. The patient was unsure when the patient last saw the healthcare provider (hcp) and was unsure of a follow up appointment date. The issue started 1 month ago, "all of a sudden constantly pee." It was noted that after reprogramming, the patient would get an infection. The patient was currently on program 3 at 1.8 volts and stimulation was confirmed to be on. It was stated that the patient only felt burning pain in the vagina and rectum. The pain was still present even when stimulation was turned off. It was added that all of this happened after a serious car accident. It was noted that another doctor mentioned to the patient that the ins was not implanted deep enough. It was also stated the ins "itched like crazy" and that it was "like a constant infection." The patient reportedly had 5 surgeries related to bladder infections.